Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and during the surgery, when inserting pentaray into the outer sheath, the white gasket in the hemostatic valve of sheath detached inside. Another sheath was used to complete the procedure. There was no adverse event reported on patient. Additional information was received which indicated that the hemostasis valve (gasket) dislodged inside the hub. The sheath was being used on the patient and no blood return was observed.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned for investigation on 15-apr-2025. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and during the surgery, when inserting the pentaray into the outer sheath, the white gasket in the hemostatic valve of sheath detached inside. Another sheath was used to complete the procedure. There was no adverse event reported on patient. Additional information was received which indicated that the hemostasis valve (gasket) dislodged inside the hub. The sheath was being used on the patient and no blood return was observed. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub (the friction ring was in place), and part of the shaft and the tip were missing, as if they were sliced. Then, a dilator sample was introduced into the sheath, but the valve was not found. This failure is unrelated to the manufacturing process since the manufacturer has four process controls to prevent a device without a hemostatic valve from reaching the end customer. A device history record evaluation was performed for the finished device number 00002746, and no internal action related to the reported condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The hemostatic valve separation reported was confirmed. The potential cause of the separation of the valve may be related to the manipulation of the device during the procedure. However, this could not be conclusively determined. The missing shaft/tip condition was not originally reported, and it is not related to the complaint event. The tip cut condition could be related to hospital practices to identify the complaint device. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).